Event description:
It was reported by plaintiff¿s attorney that the plaintiff was implanted with an elevate on (B)(6) 2010 to treat pelvic organ prolapse. Plaintiff¿s attorney alleged plaintiff experienced injuries, including but not limited to repair surgery on (B)(6) 2012, pain, discomfort, and other urinary problems. Plaintiff¿s attorney also alleged plaintiff suffered debilitating injuries including, dyspareunia, and mental anguish, severe and permanent injuries.

Manufacturer narrative:
Should add¿l info become available regarding this event it will be re-evaluated and a follow-up report will be sent.